Event description:
It was reported that in-stent restenosis occurred. On (B)(6) 2024, the patient underwent a selective right lower extremity aortogram, atherectomy, balloon angioplasty and stenting of the right superficial femoral artery. The right sfa was occluded with 100% stenosis from just distal to the origin to the distal thigh. Unable to cross antegrade. Therefore, right dpa access performed. Through and through wire access achieved. Rotablator 2.0 mm atherectomy performed to sfa, followed by 6 mm balloon angioplasty. Ivus showed flow-limiting dissection in the proximal/mid sfa. Therefore, a 6 x 150 mm eluvia drug-eluting stent placed with excellent result, no significant residual stenosis. 3 mm balloon angioplasty to right dp access site for hemostasis. Excellent result at completion with brisk flow to foot. The procedure was successfully completed. There were no patient complications as a result of the event. On (B)(6) 2025, the patient underwent a procedure with a selective right lower extremity arteriogram, mechanical thrombectomy, balloon angioplasty and stenting of right superficial femoral artery; atherectomy and balloon angioplasty of right popliteal artery. The femoropopliteal pathology noted a thrombotic occlusion of an implanted eluvia stent in the right superficial femoral artery. Stenosis was estimated at 78% in the popliteal. Mechanical thrombectomy with a 6 french non-bsc device was performed. Balloon angioplasty performed to sfa and popliteal with a 6 mm ranger drug-coated balloon. Residual thrombus and sfa stent required second pass with non-bsc device. Residual stenosis present at distal aspect of stent as well as in the proximal sfa above the stent requiring placement of 2 eluvia 7 x 120 mm drug-eluting stents. These were post dilated with a 7 mm balloon and there was 20% stenosis postintervention. Popliteal lesion was 75% stenosis preintervention to less than 20% stenosis postintervention. Runoff was preserved with brisk flow to foot. The procedure was successfully completed. There were no patient complications as a result of the event.